Event description:
Hospital advised that the system was set up to infuse dobutamine. Infusion was programmed in the drug rate calculation mode. User indicated that when the first bag of dobutamine was finished, they hit the channel select key. At this time 0.9 ml was displayed as remaining in the volume to be infused. User then hung another bag of dobutamine, and changed the volume to be infuse to 245 ccs. User hit the start key on the programming module. The rate for the first bag had been set at 9.3cc/hr and the dose set at 2.5mcg/kg/min. Approximately twenty minutes after the user hit the start key, user observed the patient's heart rate was high. User rechecked the rate, it was set at 905 ml/hr. The patient had a myocardial infarction.